Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to make adjustment both with or without antenna attached. The patient was not able to increase stim for a couple months. The patient thought that the implantable neurostimulator (ins) had moved. The patient noticed this a couple weeks ago. Patient services asked the patient to try the programmer with and without the antenna. The patient got the poor communication screen each time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type extension; product ID 3889-28, lot# v004704, implanted: (B)(6) 2006, product type lead. (B)(4).